Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk) the device shut down inappropriately and regained power within approx 5 seconds. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.